Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator, the unit displays xdcr (transducer) fault continuously. The customer cross checked with a new flow sensor, exhalation valve body and exhalation diaphragm, but the issue was not resolved. The customer performed xdcr calibrations and found the exhalation differential has failed. The issue occurred during routine set up and there is no report of patient involvement associated with the event.